Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-51951.

Event description:
The customer reported via phone call that he was getting a lot of no delivery alarms on the insulin pump. Customer changed to a 9 mm quick set and is rotating sites. Customer stated that he will get the alarms during priming and in the middle of the night. Customer's blood glucose was 472 mg/dl at the time of the incident. Customer stated that the tubing was not bent or kinked. Customer stated that he has tried all remedies. Customer was advised to monitor the pump and call back if problems persist.